Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient reported that they started their pain stimulation trail on (B)(6) 2016, and the system is being removed on the day of the report. The patient stated that it is being removed because they are in more back pain now than when they started the trial. They noted that the pain is related to where they placed the lead wires, and not from the stimulation. The patient was to follow up with their healthcare provider. Indication for use is unknown.